Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reference CAPA 429. Verified item lot combination and reviewed manufacturing date as returned item # 42517000505 lot # 62282708 exhibits signs of repeated use and the post feature has fractured off all pieces were not returned reference attached photographs. The device history records for item # 42517000505, lot # 62282708 & receiving inspection report for item # 42517050505, lot # 80545818 and 80545804 were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. A complaint history search will not be performed as this device is within the scope of the CAPA 429 design update. Medical records were not provided. CAPA 429 investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice (reference z-2578-2014). Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. CAPA 429 was previously initiated to further evaluate the reported event.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a tasp was returned fractured on a worn instrument claim form. All pieces have not been returned.